Manufacturer narrative:
Evaluation of neurostimulator with s/n (B)(4) found the device to be functionally okay. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they wanted their implantable neurostimulator (ins) removed because something was wrong with it. The patient stated that the device hurts and that they get sharp pains at the implant site that make them want to ¿pee themselves.¿ the pain was so bad that the patient couldn't touch it, lie on their back, or charge the ins. It was noted that the ins would charge okay, but the patient couldn't stand the pain from the recharger pressing against the implant site. The patient stated that they take percocet five times a day, but the pain would override that. The patient wanted to get in touch with a physician to remove the device and a list of neurosurgeons in the area was sent to them. It was noted that the issue started about a month prior to the date of this report. Additional information received from a healthcare provider (hcp) reported that the patient¿s ins was turned on and they would still experience symptoms even when the device was turned off. No falls or traumas were reported that could be related to the issue. It was reviewed that the presence of the ins could push on painful areas sometimes. Removal or repositioning of the ins was reviewed with the patient. Additional information was received from the patient via manufacturer representative on (B)(6) 2017. It was reported that the battery pocket site was very painful and tender; the patient was having an extreme amount of pain in and around the battery site. Over the past few weeks, the patient was experiencing pain at the battery site even when stimulation was turned off. Pain had increased, especially during the previous weekend when the patient attempted to charge the ins. The patient stated that stimulation causes pain in the back where the leads start to hurt as well. The patient mentioned that they turned the battery off, but believed it was ¿turning itself back on.¿ it was further reported that the patient¿s legs ¿gave out¿ and they fell three times. Impedances were checked and found to be within normal limits. X-rays were performed on (B)(6) 2017 and the implanting physician stated that the leads looked intact. On that day, the patient went to the emergency room due to their pain level. They were eventually discharged and instructed to keep their appointment on (B)(6) 2017 with their implanting physician to evaluate the system and address the issues. Given the patient¿s pain level and per request, the implanting physician decided to explant the entire system. Analysis was requested of both leads and the ins. It was unknown if the issues were resolved. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use was spinal pain.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.